Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on an advia 1800 instrument. The discordant result was reported to the physician(s). The sample was repeated on two alternate advia 1800 instruments, both resulting higher than the initial results. The repeat result from an alternate advia 1800 instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse ran a precision test, which was acceptable. The cse verified the contamination settings. The customer performed the quality controls, which were within acceptable ranges. The customer did not obtain any further discordant results. The cause of a discordant, falsely low ca result on one patient sample is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.